Manufacturer narrative:
The results of the investigation are confirmed even though the device was not returned for analysis. The reported event that the device had "difficulty taking a reading" was resolved after rcts assisted the user with moving a camera away from the unit, with adjusting the search pressure, and with finding a new user position on (B)(6) 2025. The reported event that the "screen is not responsive" was resolved after rcts assisted the user with performing a touch screen calibration on (B)(6) 2025. The reported events of patient hospitalizations for acute respiratory insufficiency/rhinovirus/bacterial bronchitis and acute hypoxic respiratory failure with multifocal areas of pneumonia were treated with IV lasix, increase flued pulled off with hemodialysis, antibiotics, and breathing treatments. The patient was released from the hospital as of (B)(6) 2025. This reported event was not investigated for possible inaccurate reading. It was indicated in the event description that the signal acquisition difficulty was due to an external cause or resolved with standard troubleshooting. The external cause/resolution was related to external emi from camera, user positioning, and search pressure. There is a CAPA associated with the reported event; any necessary actions will be implemented by the CAPA. This and similar events continue to be monitored and trended via quality data review.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported by the patient that they were hospitalized because they were unable to take readings. The abbott rep stated that the patient was hospitalized (B)(6) 2024 (acute respiratory insufficiency/rhinovirus/bacterial bronchitis) and (B)(6) 2024, (B)(6) 2025 (acute hypoxic respiratory failure with multifocal areas of pneumonia). Chest x-ray (cxr) showed pulmonary edema and vascular congestion. Patient was diuresed with IV lasix, increased fluid pulled off with hemodialysis (hd) and received antibiotics and breathing treatments. The patient went (B)(6) 2024 without transmitting a reading to the website and (B)(6) 2024, (B)(6)2025 without a reading. Rep stated that prior to the hospitalizations, they would fax the patient's readings to their hd center once a week. Patient's nephrologist used the readings to help guide how much fluid to pull off during their sessions. After troubleshooting with remote care on (B)(6) 2025, the patient was able to take and transmit a reading successfully.